Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot number 73k1400384 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use the clips came out closed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73k1400384 was confirmed with sample. During visual inspection the spring jaw is damaged; bent, two stuck clips in jaws. Functional inspection: despite the sample condition (two stuck clips) applier was activated and two clips were released; one clip was open & the other closed. Then applier was fired several times and clips were released improperly; broken clip (hook) & clips closed (clip does not open) a total of 9 clips were released. During the manufacture of the device, manufacturing facility performs a 100% functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition , an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time for this complaint.

Event description:
Alleged event: during use the clips came out closed. The patient's condition was reported as fine.